Event description:
It was reported that during a hals colectomy procedure, the staple formation line was not completed up to the end and the leg of the staples were not bent as intended. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.